Manufacturer narrative:
This report is submitted on january 25, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a magnet dislodgement during an MRI on (B)(6) 2018. It was also reported the patient experienced pain during and subsequent to undergoing the MRI. There are plans to replace the magnet; however it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent revision surgery on (B)(6) 2019 to replace the magnet; this was performed under a general anaesthetic. This report is submitted on march 25, 2019.